Event description:
Rayner received an initial report from mr (B)(6) consultant ophthalmic surgeon at (B)(6) via the rayner sales specialist on (B)(6) 2011. The event description provided is as follows "nozzle-barrel interface separated during injection of the iol. Soft tipped plunger split. Surgeon did not implant the iol."

Manufacturer narrative:
Rayner has allocated the reference (B)(4) to this complaint. The rayner soft tipped single-use injector (r-inj04) is available in the united states. However, in the united states this product is sold separately from our lenses. In all other territories the r-inj-04 injector is supplied within a system pack or as a stand-alone product. The incident described in this report relates to a sulcoflex aspheric 653l system pack (batch 129e9644018) which is made up from a single r-inj-04 injector and a 653l sulcoflex aspheric iol. The sulcoflex family of lenses are not available for sale within the united states of america.